Event description:
Clinic notes were received for review. The patient had a sleep test dated (B)(6) 2012, for suspected obstructive sleep apnea. Results were consistent with severe obstructive sleep apnea. The etiology of the patient's sleep disordered breathing may be secondary to vns activity. At this time their neurologist is unsure if event vns related. It is to be decided. The patient has had vns implants in the past with no sleep apnea. No programming changes were made prior to the event. The patient does not have a medical history of this prevns.